Manufacturer narrative:
Lifescan has requested the return of the subject strips for evaluation, but has not yet received them. If the strips are returned, lifescan will evaluate them and, if the strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
A pt reported blood glucose results of 214 mg/dl, 0 mg/dl, 92 mg/dl and 139 mg/dl with a lifescan meter, performed within 10 mins of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl, thereby, indicating a potential malfunction of the meter in terms of precision. A check strip tests was performed and the result fell within specifications. Test strips were replaced.